Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber did not confirm a fiber break. Visual analysis did identify a distal circumferential fracture and the fiber glass cap was rotating independently of the metal cap, indicating a glue failure. The metal cap exhibited mild charred debris adhesion, indicative of tissue contact. The functional testing conducted concluded that firing output rate was below the threshold for potential patient harm. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including distal circumferential fractures and glue failures. According to the instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Based on analysis result, analysis did not identify a fiber break besides the identified distal circumferential fracture with a firing output rate below the threshold for potential patient harm, and the procedure was completed without patient complications. The interaction between the user and device caused or contributed to the observed fiber damages. A conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The information reasonably suggests that the identified distal circumferential fracture with the firing output rate below the threshold for potential patient harm, and the identified glue failure are unlikely to cause patient harm if it was to reoccur. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported fiber break.

Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, there was a flash and the fiber would no longer vaporize at 64,678 joules of use. Upon looking at the fiber, it was broken inside the side fire window. The procedure was completed using another fiber without patient complications. It was noted that the flash was observed through the camera while fiber was inside the patient.

Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, there was a flash and the fiber would no longer vaporize at 64,678 joules of use. Upon looking at the fiber, it was broken inside the side fire window. The procedure was completed using another fiber without patient complications. It was noted that the flash was observed through the camera while fiber was inside the patient.